Event description:
Reported by the dm on behalf of the customer via phone call - device would not load onto the guide wire due to the pigtail kinking therefore they couldn't advance the wire through the stent. Another of the same stent was used to complete the procedure. Patient outcome questions do not apply as the device did not make patient contact.- jm 23aug2022. The following has been answered via phone call- jm 23aug2022, for all complaints, ask: what is the reorder number of the wire guide used with this device? Unknown. If not, with the device in question, how was the procedure finished? With another of the same device.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zso-7-4 device of lot c1945180 was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zso-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-4 of lot number c1945180 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1945180. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1945180. It should be noted that the instructions for use (ifu0045) state the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. The kink caused the inability of the stent to pass the wire. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a non-definitive root cause of excessive force. The kink may have occurred while being straightened as it was being loaded onto the wire guide. According to the initial report, this occurrence was prior to patient contact. The complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation.